Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the keypad cover was observed to be peeling off. During testing, the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive. The keypad cover was removed, and contamination was found under all button contacts. The ok button contact was also damaged and did not spring back in response to presses. Unrelated to the complaint, the pump was powered on and the display screen appeared dim, faded, and discolored. Additionally, the battery compartment was observed to be cracked, and moisture was found in the battery compartment. A leak test was performed and confirmed a battery compartment leak. The pump case was removed and no further evidence of moisture ingress was found. The battery and cartridge caps were not returned with the pump. A test battery cap was used to complete testing.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that up, down, and okay buttons were unresponsive. The reporter stated that the keypad was peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.